Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. Fae was unable to identify any detachment on the inharmonic ace instrument tip especially the teflon pad. Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. Inspection identified teflon pad damage and a piece measuring approximately 0.392 x 0.085 was missing and was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a teflon pad damage. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the isi clinical sales employee and obtained the following additional information: the fragment fell into the patient during the last procedure. It was not mentioned how the fragment was retrieved. However, the patient has not returned to the hospital due to post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.